Manufacturer narrative:
Natus tech support has made several attempts to follow-up with the customer with no response on device serial number, model number or status of device. Natus is looking into any documentation of the previous conversation with tech support, as the customer stated in the medwatch report. When the customer does responded natus will continue the investigation. No further investigation is possible.

Event description:
Natus received a medwatch report mw5072808 on (B)(6) 2017 that the customer had a new neoblue3 panel model light was different and the intensity could not be measured with the natus bili-meter. The customer stated in the report having a previous conversation with tech support. The customer did not report patient involvement death/serious injury, delay in treatment, or environmental/safety concerns.